Event description:
The patient was on the stress machine and the treadmill was in the bruce protocol during stage 3. The patient suffered a cardiac change where they stopped the treadmill and treated the patient with a code. After they settled the patient, they ended the stress test and during the save process, the application stopped responding. This resulted in the study not being saved and the patient data was lost. The only hard copies of the stress test occurred before the event. As a result the patient was transported to the cath lab for further intervention and they did not have the necessary paperwork to do a proper evaluation.manufacturer response for cardiac testing system, case: ge healthcare was telephoned during the event and they stated the only option is to reboot the case machine because of the lockup. Once rebooted the data was lost and the applications specialist stated that nothing could be recovered. Tech support was contacted after the event to formally notify them of our concerns. Ge tech support dispatched a field engineer (fe). He arrived onsite the next day 4/27. The fe downloaded logs from the case system from the following windows logs: event log, application security, and system log. All under system tools. Tests are stored in ram during the procedure until the procedure is completely saved and only to a max of 512 megabytes. Awaiting follow up from ge.